Event description:
During an intervention while patient was on impella device the intervention was completed. The patient was weaned off the device and then prepped for removal. The perclose was prepped and almost ready to be deployed when the impella was being pulled out it seemed to have some resistance. The doctor then took over to realize that the devise indeed was stuck, but it was pulled harder which led to some unraveling of the tip of the device and partial detachment (as shown on xray). With the continuous bleeding from the sight pressure was held and the patient had to have the device removed by cut down. The device was removed successfully.